Manufacturer narrative:
The device was returned to zoll medical (B)(4). The reported malfunction was observed during review of the activity logs. However, the reported malfunction could not be duplicated with the device. The hv module was replaced as a precaution. The device was recertified and returned to the customer. Analysis for reports of this type has not identified an increase in trend.

Event description:
Complainant alleged that during routine preventative maintenance, the device displayed, a "pacer fault 117" message. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
Zoll medical corp has not received the product for evaluation and this complaint is still under investigation.